Event description:
Boston scientific corp was informed that during a duodenal stent placement procedure, the physician could not get the sheath all the way back to expose the clip. The clip was not in contact with the tissue. The problem with the device prolonged the procedure for one to five minutes. The procedure was completed with another of the same device with no pt complications involved. The pt died of stomach cancer later, not due to this procedure.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.